Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's unrelated ipg replacement procedure on (B)(6) 2024, the patient's lead extension was torn from the ipg header due to physician technique. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which the remaining lead extension fragment was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of implant is unknown. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.